Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device has not been returned to zoll and the customer was informed that this device is retired and not on the FDA-approved AED list.